Manufacturer narrative:
An event regarding glass breaking into small pieces when opening the top of a simplex liquid ampoule was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned. It is noted that the reported lot code is that of the powder sub component and it is not possible to determine which ampoule lot would have been packaged with the reported powder lot. The lot of the saleable bone cement would be required to determine the appropriate ampoule lot. -medical records received and evaluation: not performed as no medical records were provided. -device history review: not performed as incorrect lot details were provided. -complaint history review: not performed as incorrect lot details were provided. Conclusions: the reported glass breaking into small pieces when opening the top of a simplex liquid ampoule could not be confirmed as no devices were returned and as it was not possible to determine which ampoule lot would have been packaged with the reported powder lot. The lot of the saleable bone cement would be required to determine the appropriate ampoule lot. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
It was reported by (B)(4) that their customer reported the following: simplex bone cement vials ref 6197-1-001, have broken into small pieces when opening the top of the vials and glass fell into the powder so they were discarded.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported by our irish distributor that their customer reported the following: simplex bone cement vials ref 6197-1-001, have broken into small pieces when opening the top of the vials and glass fell into the powder so they were discarded.